Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that patient arrived into the emergency room last night with red heart alarms. The patient was intoxicated and psychotic. The vad coordinator indicated that the patient physically damaged his lvad equipment. The vad coordinator submitted waveform file for evaluation. Additional information received from vad coordinator stated that he was unable to download log file from system controller.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.